Event description:
Consumer reported complaint for error messages (e-2, e-3). During the call, a blood test was performed by the customer non-fasting and produced test result of 144 mg/dl using true metrix meter. The test strip lot manufacturer¿s expiration date is 08/20/2026 and test strips were opened on the day of the call. Customer stated that he was feeling dizzy at the time of the call; customer did not advise he was experiencing the dizziness prior to obtaining the products. Medical attention was not needed at the time of the call. During the call, a blood test was performed by the customer non-fasting and produced test result of 144 mg/dl using true metrix meter.

Manufacturer narrative:
Internal report reference number: (B)(4). B2: adverse event report is being submitted due to symptoms related to diabetes: dizzy. Meter and test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested within specifications. Most likely underlying root cause: mlc-003: inconsistent test method. Note: manufacturer contacted customer in several follow-up calls to ensure the customer's condition had improved - unable to establish contact with customer at this time.